Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure on (B)(6) 2011. Reportedly, 5 minutes after the procedure, the patient felt a tingling sensation in his toes and experienced pain when weight was applied on his leg. He also reported that he felt that the circulation in his leg was reduced and he had observed a black spot at the bottom of his foot. The patient informed his physician who told him not to worry about it. No treatment was given. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. There does not appear to be any indication of a product quality problem. Furthermore, the patient stated that he had had prior heart procedures and a prior closure with an angioseal which gave him the exact same reaction. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.